Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Patient demographics requested however not provided. Concomitant medical products: unknown manufacturer syringe.

Event description:
It was reported that upon disconnection of the syringe used to access the central line, a droplet from the needless connector landed in the clinician's eye. There was no indication of patient or user harm.

Event description:
It was reported that after a blood transfusion, the user disconnected the tubing attempting to flush the line however when separating the tubing from the patient central line a droplet from the needless connector landed in the clinician's eye. It was later reported after flushing the eye, the user had unspecified labs drawn with no injuries sustained. The event occurred in the ICU.

Manufacturer narrative:
Added health professional, primary tubing added to grid as concomitant.